Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786, serial/lot #: (B)(6). The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis were that the computer had computer failure as it powered up, but did not receive an image to the monitor due to a bad graphics card. Codes: b01, c02, d02. Please see section b5 and the additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure being performed was a functional endoscopic sinus surgery (fess) and there was a 15 minute long surgical delay.

Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, logs confirmed the reported event. Previously reported codes, b01 and d02 are applicable as well as newly reported code, c10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that when they hit the back button after performing a good registration, the screen went black and stayed that way. Site rebooted system and now starts up to the medtronic screen then goes to a black screen with blinking cursor but never moves past this. They did a hard shut down system and unplug from wall power for a few minutes with no resolution. Site brought in another s8 to continue with case. After replacing the ssd the issue was not resolved. Changed outlets and hard shut down and left system off for over 5 minutes with the same outcome.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0, product ID: 9736411, product ID: 9735786, h3 - a manufacturer representative went to the site to service the system. The computer was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.